Event description:
The team lead at the account notified the sales consultant that the application instrument for sternal zipfix is broken. Reportedly the blade to cut the sternal zipfix was broken off of the instrument. The application instrument for sternal zipfix broke during the sterilization process. No harm to the patient was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The cutting insert is broken as described. The broken off part is missing. Additionally the tension limiting spring and the nut holding the spring in place are apart from the instrument. Due to the damage and the missing broken off part the dimensions cannot be checked anymore to post-manufacturing conditions. The microscopic investigation shows no anomalies of the fractured surface. The appearance of the fracture is exactly the same as in (B)(4) which could not detect any material faults. The concerned broken part of the instrument seamed to have been manufactured to the drawing specifications. Product development can not determine the root cause of the failure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.